Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation at l3/s1. A screw at l3 backed out post op. The second surgery to remove the implants and expand the fixation level at t4/s1 was performed approx two and a half weeks post op. At the revision surgery, the fixation screw was not placed at l3. An axial connector was implanted instead. Approx five months post the second surgery, the rods on both side around l3 were broken. The pt complained of pain in her lower back.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.